Event description:
Device has been explanted and replaced.

Event description:
Patient reported, a left side deflation and pain. Healthcare professional additionally reported, deflation and pain. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Patient reported a left side deflation and pain. Healthcare professional additionally reported deflation and pain. Device remains implanted.